Event description:
The initial reporter alleged an unexpected reactive result for hiv using the kit cobas 58/68/8800 mpx 480t ivd on the cobas 5800 instrument. The customer reported that sample ID (B)(6) generated a reactive result with a cycle threshold (CT) value of 41.3. Serology testing for the same sample was non-reactive. The cobas mpx assay was repeated using the same sample tube, and the result was non-reactive. A new serum sample from the same donor was tested and was also non-reactive. The tubes were stored at 4°c prior to testing. The sample was reported as reactive. The donor's previous donation history included only non-reactive results. The blood donation associated with this sample was discarded.

Manufacturer narrative:
The analysis was performed on a cobas 5800 instrument (serial number: (B)(6)). The investigation determined that the cobas mpx assay was performing within specifications. The positive control for hiv demonstrated robust and sigmoidal amplification, confirming proper assay functionality. The root cause of the discrepant reactive result could not be definitively identified. However, potential contributing factors include a true window period sample near the assay's limit of detection, contamination during handling of the first test, or non-specific amplification. A true window period sample was considered the least likely cause due to the donor's history of non-reactive results. The blood donation associated with the sample was discarded, and no harm or delay in treatment was reported.